Manufacturer narrative:
The initial failure description was that the rotaflow displays the error message "head error". The failure occurred during patient treatment and the device has been exchanged with a backup device. No patient harm occurred. A third party engineer was on site on 2021-05-19 to check the affected rotaflow (serial#(B)(6)). The technician was unable to reproduce the reported failure. The rotaflow was serviced and cleaned and the device is working as intended. The following most possible root cause could be determined for the head error: 1. The head error follows the sig error. When the ultrasonic cream is applied (due to the sig error) to the flow bubble sensor and the disposable is moved close to the rota flow drive, the magnets in the centrifugal pump interfere with the sensors in the rota flow drive. This error can be overwritten by restarting the rota flow console. 2. If the rpm / lpm is set to zero and the drive as well as the inserted centrifugal pump is shaken this causes magnetic uncoupling of the centrifugal pump and thus leads to the head error. This error can be overwritten by restarting the rota flow console. Based on these investigation results the reported failure could be confirmed. A device history review (DHR) was performed on 2021-11-26 and the DHR does not show any abnormality or issue that is related or could have led to the customer complaint. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the rotaflow displays the error message ¿head error¿ during patient treatment. The rotaflow was running on high flow support with 5000 rpm for a few days until the ¿head error¿ was displayed. The device has been exchanged with a backup device. No patient harm occurred. Complaint ID: (B)(4).